Event description:
Covidien received information stating that during patient use, the silence and reset light emitting diode (led) was found to be randomly blinking. The patient was manually ventilated and transferred to another ventilator. There were no negative patient consequences reported.

Manufacturer narrative:
(B)(4).